Event description:
It has been reported that the front wheels of the stretcher did not fold up to the desired/expected position.

Manufacturer narrative:
Further info found to be relevant by the MFR, will be added to the investigation. A f/u MDR will be submitted.